Event description:
On (B)(6) 2018, during the patient care assessment, it was noted that there was redness inside the lt. Nare area. Md was called to bedside and wound care was notified. On (B)(6) 2018, during patient care assessment, there was still redness in the lt. Nare area and when the septal-h hook/loop tab was replaced, it was discovered that there was skin breakdown at the anterior septum area.